Event description:
Approximately seven months after implant, this patient experienced an intracranial hemorrhage and expired. The patient was admitted to hospital with fever and hip pain one day prior to the event and was treated with intravenous antibiotics and analgesia. She became unresponsive and due to prognosis no intervention was warranted. The hvad® pump remained in situ at burial.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted post mortem.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted with mild pyrexia and localized hip pain and then later became unresponsive. A computerized tomography (CT) scan showed a large intra cranial bleed. The condition was deemed inoperable and care was withdrawn by the medical staff. The device was not returned to the manufacturer for analysis as it remains implanted. Death, bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.